Event description:
In 2007, the patient was treated as part of the gore tag 05-02 post market approval study with one gore tag thoracic endoprosthesis. A follow-up CT taken the next day showed a proximal type I endoleak and retrograde filling. An additional CT taken one day later, showed the proximal type I endoleak and retrograde filling still present. A re-intervention took place the following day, to treat the type I endoleak. The physician performed a coil embolization of the left subclavian artery and resolved the endoleak. The pt was reported to be doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the reintervention was due to an endoleak.